Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility

Event description:
It was reported that the syringe module allegedly "recognized" bd plastipak syringe ¿and yet the syringes validated for the alaris system are not the bd plastipak syringes.¿ there was no information on patient involvement. The customer has requested bd to validate syringe sku 300865 (bd plastipak¿ syringes) for use with alaris system syringe modules.